Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported through company representative "rupture". Later, healthcare professional reported "breast cancer" and "capsular contracture baker grade unknown and implant rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient through company representative reported "rupture". This record is for the right side. The device was explanted. Unknown if the device will be returned.